Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on (B)(6) 2016 from a (B)(6) year-old female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2016 essure (fallopian tube occlusion insert) was inserted. The placement procedure lasted for 10 minutes and was painful. The patient did not have nickel allergy. At the same month of placement, the patient complained about pain in pelvis, pain in leg and pubis pain, cramps and pain radiating to legs, nausea and insomnia. The influence of essure in her daily life included problems with movements and work-related problems. Treatment with unspecified medication was performed. On (B)(6) 2016 essure and two fallopian tubes were removed (salpingectomy). The patient's outcome was reported as recovering. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a (B)(6) year-old female consumer in (B)(6) who had essure (fallopian tube occlusion insert) inserted and had pain in pelvis. Bilateral salpingectomy and essure removal was performed. Pelvic pain is listed in the reference safety information for essure. Since essure may cause pelvic pain, and considering that in this case there is no alternative explanation, a causal relationship with essure inserts cannot be excluded. This case is regarded as incident since device removal was required. A product technical complaint analysis is being sought. No further information will be obtained.

Manufacturer narrative:
Follow-up received on 19-sep-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 21-sep-2016 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a (B)(6) female consumer in netherlands who had essure (fallopian tube occlusion insert) inserted and had pain in pelvis. Bilateral salpingectomy and essure removal was performed. Pelvic pain is listed in the reference safety information for essure. Since essure may cause pelvic pain, and considering that in this case there is no alternative explanation, a causal relationship with essure inserts cannot be excluded. This case is regarded as incident since device removal was required. According to product technical analysis, since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No further information will be obtained.